Event description:
The facility stated that the surgeon implanted a aq2003v 3 piece silicone lens, serial number 4307598, diopter -21.5. The lens trailing haptic tore upon insertion into the eye. The lens was cut into pieces to remove from the eye without enlarging the incision. No suture was required. The facility stated that the lens tear was caused by the cartridge. The injector model that was used was a msi-tm. The facility was unable to provide the injector lot number.